Event description:
It was reported that the patient underwent a replacement surgery with a ten year old inflatable penile prosthesis (ipp) in which the existing ipp was removed and a new tactra penile prosthesis was implanted. During the procedure the tubing at the connector going from reservoir to pump was noted as broken. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. It was further reported that the patient experienced mechanical issues leading to the procedure. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.